Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device was explanted and replaced. The patient tolerated the procedure very well.

Event description:
It was reported the estimated longevity of device prematurely declined. A capacitor maintenance was performed. The patient did not receive any therapies or had any programming changes. The patient is asymptomatic. The root cause of the excessive depletion could not be determined. The patient will be monitored and checked again in two months.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.